Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
The customer reported they were receiving an err4 message, when inserting strips into their freestyle meter and a battery/booklet icons which is the indication that the meter may have exhibited a memory overwrite malfunction. There was no report of death, serious injury or mistreatment.